Event description:
It was noted during routine generator change out that the implantable cardioverter defibrillator (ICD) previously exhibited episodes of post-paced t-wave oversensing (pptwos). During the exchange, it was seen that the coronary sinus lead was causing atrial capture. The lead was capped on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Reported complaint of oversensing was not confirmed. The device was received in normal elective replacement indicator range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including sensing test, and no issues were noted. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage.